Event description:
The customer stated that at times, her meter would display a check mark on the screen. While troubleshooting, the customer had normal control test results of lo, and 74 mg/dl. The range is 83-113 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, due to the lo result, and replacement strips will be sent.